Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient is trying to charge implanted neurostimulator and says they have been trying for 20 minutes and it just keeps coming up with an error message saying it cant find the battery. They said this started today. Patient says when they try to charge ins it "will say something else and I will have to turn it off and on 5 times to get it to connect". Patient doesn't know what the error message is. Patient mentioned that they turn stim down at night because it buzzes too much or shocks them, so they will turn it down when they are sleeping and then turn it up the next morning. Patient has tried resetting controller which didn't resolve the issue. Controller port looks intact, and recharger cord looks intact. The issue was not resolved. A replacement controller was sent out.

Manufacturer narrative:
Corrections made on h6. Review of this MDR shows that there is no information to reasonably suggest that the programmer ((B)(6)) in this report may have caused or contributed to a death or serious injury. Therefore, the programmer ((B)(6)) did not and does not meet the reporting requirements. However, this event remains reportable for the allegations attributed to the ins (sn# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.